Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the connector pin measuring 5.5cm was returned for analysis. Insulation degradation was noted at 4.5cm from the connector pin. The outer coil was exposed at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.